Event description:
It was reported that a cartridge alarm occurred during the pumping process and the customer's blood glucose level was displayed as "high," with the specific value unknown. Customer administered a correction bolus via the pump, and there was no need for third-party assistance. Customer was guided by support to load a new cartridge correctly and was able to successfully resume insulin therapy, resolving the issue.